Event description:
Matristem surgical mesh device was used as an onlay for a ventral hernia procedure in (B)(6) 2013. The pt developed a chronic seroma and on march 21, 2014 the device was found to be encapsulated and the device was surgically removed.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure at the time of surgery.